Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, one of the metal wires at the joint/base of the mega needle driver instrument jaws was severed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 25-feb-2022 and obtained the following additional information: it was unknown if any fragment fell into the patient. No post-operative tests were performed to check for remaining fragments. The instrument did not collide with any other instrument or tool during the procedure. The instrument was inspected prior to use and no damage was observed. The metal wire was broken during the procedure.

Manufacturer narrative:
Isi has not received the mega needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 3 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it is unknown if a fragment fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip cable at idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. Other cables at the wrist were not damaged. No pieces were missing. The housing was removed from the back end, no damage was observed.

Event description:
Refer to h10/h11 for follow-up information.